Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. However, it was found that the image was not displayed, with a frozen front panel and the color bar was not displayed. Based on the result of the investigation, these events could have occurred due to failure of the printed circuit board. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment address: (infinity building, jl. Bang pitung no.338, rt.12/rw.9, sukabumi utara, kec. Kb. Jeruk, kota jakarta barat, daerah khusus ibukota jakarta 11540); added here due to character limitation in respective field.

Event description:
It was reported, the video system center screen had output image distortion. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.